Event description:
Reporter indicated that pt was hoarse after implant, but that voice returned to normal 2 days post-operative. On the afternoon of post-op day 2, the pt was involved in a car accident where pt was rear-ended. Pt's head was twisted to the left and then quickly back to the right. It was reported that the pt had 10 seizures at the accident scene and stopped breathing. Pt was revived and has had numbness ever since in their neck and jaw. Pt also became hoarse again. Device was not programmed to on. Pt was referred to ear nose and throat who confirmed vocal cord paralysis. The device was programmed to on 4/2001, after the diagnosis of vocal cord paralysis.